Event description:
Product was used to close a laceration near the corner of the eye, some of the product got into the pt's eye and on the eyelid. The eyelids were bonded together. Tobrex ophthalmic ointment, was placed into the eye and an ophthamologist was consulted. The pt was lying flat, pt moved his head during application. The reporter states that no precautions (ointment or covering for the eye) were used around the eye, the opthalmalogist discussed that mild irritation could occur and to continue to apply ointment to the eye. The pt's current condition is unk.